Event description:
The reporter indicated that the v-lead telemetry displayed "high ohms". The lead was normal on intraoperative testing. The device was reattached and reinterrogated. The result was "high ohms" being displayed again.